Event description:
The technician alleged the brake casters are not locking when the brake steer pedal is set to brake. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.